Manufacturer narrative:
12/9/1998- supplemental report sent to FDA.

Event description:
The product was used during an inguinal hernia repair procedure. Reportedly, three weeks post operative, the surgeon noticed re-herniated area. The surgeon performed a re-operation and noticed two sutures missing. The hosp has reported the pt's condition is satisfactory.